Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: "comparison of corneal endothelial cell loss in flacs: impact on endothelial cells in different regions" (j cataract refract surg 2024; 50:912¿918). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature study was conducted on ninety-six eyes that underwent femtosecond laser-assisted cataract surgery (flacs) and one hundred and ten eyes that underwent conventional phacoemulsification surgery (cps). In the flacs group, at postoperative months one, three, and six, endothelial cell loss was highest near the main wound on the patients' eyes, while the other areas showed minimal changes. This report pertains to the flacs group involved in the study.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.